Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation was not successful and there was no output or magnet response. A follow-up visit one year previous noted >60 months longevity.